Event description:
During procedure to de-clot dialysis graft, balloon on mustang pta balloon dilatation catheter burst. Part of the balloon could not be retrieved and entered the right pulmonary artery.